Manufacturer narrative:
According to the complainant the device will not be returned for investigation as the device was discarded. We are unable to determine if any product condition could have contributed to customer's infusion site infection and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: data not available omnipod software app version: data not available operating system: data not available hardware: data not available cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient's legal guardian (lg) that the patient developed an infection at the pod¿s insertion site (leg) while wearing the device between 49 and 71 hours. The patient's blood glucose levels reached over 400 mg/dl. The infusion site was reported to be red, swollen, painful and have pus. The patient visited the doctor and was diagnosed with infection. The patient was treated with zefadroxil antibiotics. The pod was discarded.